Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring incontinence approximately 6 months prior to presenting for a revision procedure. During the surgery, the physician implanted a second cuff; no components were removed. Following the procedure, the patient was satisfied.